Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual analysis of the identified photos: red particles in the shell and yellow biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: seroma-late and patient's concern with the product.

Event description:
Healthcare professional reported ¿right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and small seroma." Device has been explanted.